Manufacturer narrative:
Any additional information received from customer will be included in a follow up report. At this time, carefusion has not received the suspect device/component for evaluation. (B)(4).

Event description:
The customer reported while using the avea ventilator, the screen goes blank and intermittently works. The customer reported the issue occurred while in use on a patient, the unit was switched with no harm or injury associated with this event.

Manufacturer narrative:
Result of investigation: the carefusion failure analysis lab examined the user interface module (uim). The root cause of the reported issue was duplicated and isolated to low voltage battery. Carefusion will track and trend this reported issue and internally investigate the situation.